Manufacturer narrative:
Device is reported to remain implanted. No device was able to be returned for eval. Unable to determine cause of the event.

Event description:
It was reported that the pt had a rod failure approx 9 months post-op. The pt is reported to be asymptomatic and no revision surgery is planned at this time. No pt complications were reported.